Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name endurant ii iliac stent graft; product ID etlw1610c124e (serial: (B)(6)); product type: 0180-aortic stent graft; implant date 2022-02-17; explant date brand name endurant ii iliac stent graft; product ID etlw1610c124e (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during an unknown endovascular treatment. It was reported via technical services, that the patient experienced neuropathy in the legs and was referred to physician. No additional clinical sequel was reported, and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: it was reported via technical services that the patient almost flatlined during the procedure and is the patient reports experiencing a near-flatline during the procedure and is inquiring whether the grafts might be too small, as the physician has indicated there is an occlusion in the legs. It is currently unclear whether the occlusion involves the grafts or arteries in the legs medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.